Event description:
Two days after initial placement of the cecostomy catheter, the pt was at home. During the irrigation process, the pt was being undressed. During this activity, the cecostomy catheter pulled out of the pt. A foley catheter had to be placed by the pt's mother and the pt was then taken to the ER for a subsequent tube exchange.

Manufacturer narrative:
Still under evaluation at this time.